Event description:
(B)(4). It was reported that the m3 screw was missing on a dual axis light/flat panel suspension. There was no patient involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. The initial reporter is a (B)(6) for (B)(6), but the address listed is where the (B)(6) was working and is the account where the issue was found. Evaluation summary: while on site conducting preventative maintenance, a field service technician identified a missing m3 screw on a dual axis light/fp suspension. The root cause of the missing m3 screw is unknown at the time of this report. In this particular circumstance, the technician reinstalled an m3 screw, and verified screw was secure. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm/light or spring arm/flat panel; thereby serving to keep the light or flat panel attached to the suspension. If the m3 screw is not in place, there is a risk of the light or the fp detaching from the suspension. In this particular instance, there was no reported patient involvement, and no adverse consequences as a result of this malfunction. This non-conformance will be monitored for adverse trends. This is not a single use device.